Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The sample is not available for assessment. The complaint cannot be confirmed for 'dilator would not go through sheath' because the sample was not returned for sample assessment. Without a sample, exact root cause cannot be determined. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
The user facility reported that the dilator would not go through the sheath. The procedure performed was an angiogram. The patient was in stable condition. There was no patient injury and/or require medical or surgical intervention required. The patient underwent routine pre-surgery tests.

Manufacturer narrative:
. E3: occupation: rtr the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.